Event description:
Distributor contacted breg customer service representative to report post-op shoe, men's medium, part number 11193 with the sole coming apart from the shoe. Product was received and evaluated and complaint confirmed. No injury was reported.

Manufacturer narrative:
Breg has performed evaluations on previous reports of sole delamination on post-op shoes. The evaluations confirmed this as an adhesive failure although the root cause for the failure has not been determined. Breg is currently working with the supplier of the post-op shoe to determine root cause for the separation of the sole and identify appropriate corrective action. This investigation is being documented in supplier corrective action #s13-016.